Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added. H3. Investigation results - the revision reported may have been the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be determined as the devices were not available for evaluation, and radiographs/photographs were not provided. The sales data for all tibial inserts was used to calculate a complaint occurrence rate of <0.5%, this is considered ¿very low¿. This specific tibial insert was packaged for approximately 2 years and 7 months before being implanted. A review of the risk documentation was conducted to ensure the risk was included and the occurrence is below the threshold. There is no additional information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2020 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 3 years and 10 months after initial implant. Revision op report stated left knee with polyethylene failure. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants: 6126177 02-020-13-0240 - truliant cr cem fem cr cem left sz 4 6219500 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t 6003741 200-02-35 - three peg patella 35mm these devices are used for treatments, not diagnosis. Pending investigation. There is no other information available.